Event description:
It was reported that "the doctor found cuff leakage when using on patient. Then changed new one, no impact on patient". Patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Per DHR the et tube,cf,7.5 lot # 73j2100701 was manufactured on (B)(6) 2021 a total of 16,800 pieces. Lot was released on (B)(6) 2021. DHR investigation did not show issues related to complaint. Other remarks: n/a. Corrected data: n/a.